Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had right index tha in (B)(6) 2021. Patient presents with instability and recurrent dislocation. Undergoes revision on (B)(6) 2021 due to lateral instability although well fixed cup. The cup, head, and liner are exchanged.